Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced high blood glucose (bg) levels but were unable to provide exact values. The customer was hospitalized due to diabetic ketoacidosis and it was reported that they lost consciousness and passed out prior to being admitted. The customer stated that they believed the pump to be the cause. The healthcare provider observed no issues with the pump supplies, however the customer reported receiving multiple occlusion alarms prior to the high bgs occurring. The customer received insulin treatment administered intravenously. The customer was released from the hospital on (B)(6) 2016. Reportedly, the healthcare provider adjusted the customer's basal settings after the customer was hospitalized.